Event description:
Report from central supply supervisor indicating that a dept employee complained of coughing and watering eyes when working near the sterrad 100s sterilizer. The employee was seen in the ER and may have been prescribed zyrtec.